Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. According to the provided serial number of the patient interface the reported treatment could be identified in the logfile. The treatment was aborted after the warning message. The message indicated that the user released the laser pedals and pressed the right footswitch to turn off the vacuum. No technical root cause is detectable. The system was working within specification. The root cause is that the vacuum was turned off by the user (by pressing the right foot switch), it caused vacuum loss and subsequently the existing suction was lost. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported loss of suction mid procedure. Upon follow up, it is reported that the laser had fired.